Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed a full system check, including fluidics dispense, luminometer light counts, and probes calibration. The cse ran 3 levels of quality controls, resulting within specifications. A siemens headquarter support center (hsc) specialist reviewed the event and determined that pre-analytical variables potentially affected the quality of the sample and potentially contributed to the discordant results. The cause of the falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (tni-ultra) results were obtained on patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned the results. The same patient samples were repeated on an alternate advia centaur cp instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due the discordant, falsely elevated tni-ultra results.